Event description:
It was reported by the hosp on po# 178971 that the (1) tct75 was used during an unknown procedure. It was reported that the linear cutter failed to cut or extrude staples at the initial firing. The pt consequence and the case completion were not reported.